Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the issue was resolved in the operating room. Following an unsuccessful catheter aspiration through the catheter access port (cap), the surgeon decided to open the pump pocket to determine if a problem was visible. Finally, it appeared that the catheter was kinked in the anchor of the pump, thus preventing the baclofen to pass along the catheter (causing an increase in spasticity). It was noted that the problem most likely occurred during pump replacement on (B)(6) 2021. The surgeon performed a new catheter opacification (catheter aspiration was finally possible after freeing the catheter from the pump anchor) and did not observe any issue on the catheter. The devices were kept implanted.

Manufacturer narrative:
Other relevant device(s) are:product ID 8780, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of lioresal at 160 mcg/day via an implantable pump. On (B)(6) 2021, it was reported that the expected volume was lower than the emptied volume, with a discrepancy greater than 10 ml, during a pump refill on (B)(6) 2021. The hcp suspected a catheter occlusion. The refill procedure was planned because patient was reporting a surge in spasticity. No external events seemed to have caused the issue. A bolus test was planned for (B)(6) 2021 as a first investigation. If this did not work, a rotor test and opacification would be planned for (B)(6) 2021 prior to the pump and catheter replacement, depending on the results. Replacement of the pump and catheter was planned and scheduled for (B)(6) 2021. The event was not considered resolved at the time of the event. The patient's status was listed as "alive - no injury".